Event description:
The customer reported the sys was not working. The field engineer noted the sys would not switch on, boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power control board and the power switch were replaced during the svc call. The system was tested and found to be working as intended and placed back into svc.